Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 83-year-old male patient underwent tevar (thoracic endovascular aortic repair) with a zta-p-40-117-w (B)(4) to overlap a previously implanted unknown zta stent graft (complaint device). During the investigation of complaint (B)(4) an endoleak of the previous implanted zta was revealed during imaging review. This complaint addresses an endoleak type I of an unknown zta previously implanted in the patient, leading to an additional surgery. Per imaging expert: preoperative CT images show a zta endograft in place beginning just distal to the lcca and extending to the mid descending thoracic aorta. This appears to be a single graft in place. The proximal graft covers the lsa with a pool of contrast seen around the graft distal to the lsa, suggestive of an endoleak here. The proximal to mid graft appears expanded. The distal 2 stents of the graft appear angulated and significantly compressed with severe tortuosity and lumen compression of the mid to distal descending thoracic aorta. Per instructions for use key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees); short proximal or distal fixation sites (< 20 mm); an inverted funnel shape at the proximal fixation site or a funnel shape at the distal fixation site (greater than a 10% change in diameter over 20 mm of fixation site length); and circumferential thrombus and/or calcification at the arterial fixation sites. Irregular calcification and/ or plaque may compromise the attachment and sealing at the fixation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. Necks exhibiting these key anatomic elements may be more conducive to graft migration. Based on the reported information a cause could not be established due to the limited information available. It is noted that the device was used in a dissection patient which is off-label use for this device. It can neither be confirmed nor unconfirmed if the off-label use has contributed to the event. There are adequate controls in place to ensure the device was manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# pr(B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 18jun2021: the original zta endoleak was a proximal type I, it had not conformed or did not have good apposition to the vessel wall.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k): p140016. Investigation is still in progress.

Event description:
Additional complaint created based on findings of endoleak during imaging review of imaging provided for (B)(4) (manufacturer report #: 3002808486-2020-00333). It is possible that the stent-graft used in (B)(4) was implanted due to this endoleak. From the imaging review it appears that there has been some disease progression after the device was implanted. The device is used for a patient with dissection. Patient outcome: the patient did require additional procedures due to this occurrence, sternotomy followed by removal of endograft (B)(4) according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.